Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During the procedure, back bleeding was observed through the hemostasis valve. Another introducer was used to continue the procedure with no consequences to the patient.